Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein electrical isolation procedure, a polarx device was employed. One polarx device stayed in the left atrium for around 10 minutes, and another was in position for approximately 5 minutes. The procedure was interrupted about 30 minutes after it began. Both balloons deflated spontaneously after inflation but before the delivery of therapy. Surgical intervention took place. There were no patient complications. The device is anticipated to be sent back for analysis. It was further reported that during the procedure the gas cable, the catheter and also the gas tank were replaced but the error persisted. Finally, it was decided to reschedule the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein electrical isolation procedure, a polarx device was employed. One polarx device stayed in the left atrium for around 10 minutes, and another was in position for approximately 5 minutes. The procedure was interrupted about 30 minutes after it began. Both balloons deflated spontaneously after inflation but before the delivery of therapy. Surgical intervention took place. There were no patient complications. The device is anticipated to be sent back for analysis.